Event description:
The customer reported that there was variation between the blood glucose level and the sensor reading. The blood glucose level was not known but the patient stated that it was 40 points off from the sensor reading. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Reliability analysis inspected two opened and used enlite sensors and performed bicarbonate buffer test. Both sensors failed per specification first due to high readings. Second sensor failed due to needle bent inside sensor base.